Manufacturer narrative:
Date of event not provided by the complainant. Product name unknown; product unspecified. Product common name unknown; product unspecified. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. The 510(k) unknown; product unspecified . Product manufacture date unknown; lot number unknown. Date of event not provided by the complainant. Product name unknown; product unspecified. Product common name unknown; product unspecified. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. The 510(k) unknown; product unspecified. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with a boston scientific advantage fit system and a surgisis device on (B)(6) 2012, at (B)(6) hospital in (B)(6), by dr. (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.